Event description:
It was reported that the following was translated from chinese to english: when the nurse used the indwelling needle, she found that there was a black foreign matter on the threaded port of the heparin cap of the indwelling needle, so she immediately replaced it with a new one.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. .upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR), compliance history review, retain sample could not be performed.

Event description:
It was reported that the following was translated from chinese to english: when the nurse used the indwelling needle, she found that there was a black foreign matter on the threaded port of the heparin cap of the indwelling needle, so she immediately replaced it with a new one.